Event description:
Report received from the USA stating that the device was "leaking oil and it was a breakdown involving the motor". The device was being used in a cochlear implant surgery. There was no delay in surgery reported as a spare emax2 was available. The reporter could not provide patient information. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Upon completion of the evaluation, a supplemental report will be sent.